Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube end scratched display window.

Event description:
It was reported that the customer was experiencing high and low blood glucose between 35 and over 600 mg/dl. Customer was hospitalized in intensive care unit due to high blood glucose and dka. The blood glucose reading was over 300 mg/dl. Caller stated that the customer's insulin pump is cracked and the tubing and reservoir have air bubbles. Nothing further was reported.